Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-01237. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device and delivery system along with a watchman access system were used. The closure device was implanted successfully, with no recaptures. However, at the end of the procedure, the physician noticed a small effusion. No additional intervention was required. The patient was being monitored and the patient's status was stable.